Event description:
The "gas loss" alarm sounded from the system 95 pump. The connections were checked and no problems were noted. After the iabp was filled the third time, the physicians felt that the balloon catheter was damaged and removed it. The following info was rpt'd on 3/5/97: the catheter showed no leakage, but when the extender was checked, it was discovered that the connector between the balloon and the extender was not fixed correctly (extender luer-lock was not fixed with glue). Event complications: none from the event - rpt'd 2/11/97. Pt current status: unk - rpt'd 2/11/97.

Manufacturer narrative:
Evaluation: a datascope system 90 extender tubing was returned for evaluation. The balloon used with the tubing was not returned. A trace amount of blood was noted on the exterior of the tubing. Each luer was "pull tested" using 10 pounds of force. The luers were within datascope's mfg specifications. In addition, underwater leak testing using 5 psi of air pressure revealed no leaks in the tubing or between any of the two luers and the tubing wall. When a laboratory iab was pumped on the laboratory system 90 using the returned extender tubing, the balloon inflated and deflated satisfactorily at 80 and 160 bpm. No alarms were triggered during this test. Probable cause of difficulty: no defect was found in the extender tubing during laboratory examination. It was not possible to verify the rpt'd difficulty. During the mfg of a system 90 series extender tubing, the male and female luers are not fixed with glue to the end of the tubing. The luers are actually forced into the tubing using a special tool. It is this "snug" fit that keeps each luer in place. After assembly, each luer must withstand a 10 pound pull force. Since the system 95 alarms may have been balloon related, having the opportunity to examine the actual iab used with a extender tubing may have provided some additional insight into the rpt'd problem. Although conjectural, a leak or kink in the balloon catheter may have been responsible for the rpt'd pump alarms.